Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that a vent fail occurred during use. There was no patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Event description:
It was reported that a vent fail occurred during use. There was no patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
Based on the device log analysis for the reported date of event, the supervisor function of the device detected a deviation of the motor and forced a shutdown of automatic ventilation. The shut-down was accompanied by a corresponding alarm. The ventilator motor was available for investigation at the manufacturer¿s lab and the problem could be confirmed. The motor showed an irregular staring behaviour at low voltage. To prevent from potentially hazardous output and/or from damages to the ventilator unit, the device reacted in accordance with its implemented safety concept as it interrupted automatic ventilation, switched to man/spont mode and generated a corresponding audible and visible ventilator fail alarm. In such case both manual ventilation and monitoring functions will remain unaffected and available. Hence, the user is able to ventilate the patient manually and monitor relevant information regarding ventilation and gas delivery. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.